Event description:
The customer contact reported a leak. It was reported that the tubing set was primed with an unspecified concentration of saline. At an unspecified time, the tubing set was being used to deliver an unspecified concentration of bendamustine, at a rate of 589 ml/hr, via a plum pump. It was reported that 15 minutes after the delivery was started, it was reported that the distal clave port opened and an unspecified volume of solution leaked onto the floor. Reportedly, no device was connected to the distal port. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to device was for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog # of the device that was in use is unknown. The customer contact identified the device as a plumset and a possible catalog #. The possible catalog # is 14687. This report represents all the information known by the reporter upon query by hospira personnel.